Manufacturer narrative:
(B)(4). Additional information received: date j&j became aware: 06/02/17 date of event: (B)(6) 2017. Name of reporter: (B)(6). Hospital name: (B)(6) hospital. Product name: harmonic ace+ 7. Product code : harh36. Lot/batch/exp: lot: n9359y, 2021-09-30. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Removed blade. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: the active arm (black bit) fell off during lap prostate- did have prior alarm saying pressure too high on blades.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the tip broke inside the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9359y. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.